Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 1/6/98. On 1/7/98 after iabp for over 24 hrs, the iab leaked and the iab was removed. (Multiple event to customer complaint number 98-00017) the following was reported to datascope on 2/20/98: blood flakes were noted in the catheter tubing. [Event complications]: unk - reported 1/8/98; none - reported 2/20/98. [Pt's current status]: stable-rpt'd 2/20/98.